Manufacturer narrative:
A third-party service agent replaced the device's user interface and printer assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed user interface and printer assembly and observed an internal damage to or corrupt of its memory on ic (integrated circuit) u2, resulting in a device lock-up condition. The root cause of the reported issue has been isolated to integrated circuit, u2.

Event description:
The third party service agent contacted physio control to report that their customer device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no reports of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and was able to reproduce the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third party service agent contacted physio control to report that their customer device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no reports of patient use associated with the reported event.